Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 5554 implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacturer's data base indicated the patient died approximately two months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.